Event description:
Pt was originally implanted on july 9, 1998. One month later, on august 14, 1998, he fell out of a shopping cart and hit his head at the implant site. He was examined by the implant surgeon that same day who noted swelling at the impact site and reported that when electrode impedances were measureed with the portable cochlear implant tester, three electrodes measured 999k. The pt returned to the implant ctr five days later for his initial device fitting session. At that time it was observed that several other electrodes had high impedance readings and the pt was programmed to a 5-channel program. The decision was made to monitor the child's performance. When seen at the implant ctr two months later, only two channels were functioning and the decision was made to explant the device. The date of revision has not yet been scheduled.